Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angiography procedure, advancement difficulties were encountered. The target lesion was located in the iliac artery. The starter guide wire was advanced into the patient via the femoral artery. An imager ii angiographic catheter was then flushed and loaded onto the wire. About half way along the imager's length, while still external to the patient, the catheter was unable to be advanced on the starter guide wire. Both of the devices were exchanged for another of the same device to complete the procedure. There were no patient complications reported. However, device analysis revealed the guide wire had scrape damage.

Manufacturer narrative:
(B)(4): analysis of the returned product revealed the guide wire presented serpentine bends over its length and a relaxed j-form. There were indications of dried blood within the lumen of the device and between the coil wraps on the outer surfaces. Finger-straighten ability of the j is impeded. The ptfe coating presented scrape damage over the proximal 25cm. On the lower surfaces of the guide wire, the coating appears to be frayed with some removal, exposing the metal substrate of the coil wraps. The orientation of the frayed coating appears to present directionality (towards the proximal end of the wire). No other damage or inconsistencies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)